Event description:
The customer reported that the retrospective data is not present at the central station after a pt death occurred.

Manufacturer narrative:
(B)(4): the customer reported that the retrospective data is not present at the central station after a pt death occurred. Based on the available info, the pt info was at the bedside monitor and central station before the death but no data remains at the central station. There has been no indication that there was either lack of clinician awareness of the pt condition and no indication of any delay in treatment. Upon clearing the room, the bedside monitor was turned off and the pt had not been discharged. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.